Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, this patient underwent an endovascular treatment for thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag ac) and gore® dryseal flex introducer sheath. The 22 fr sheath was inserted from the right common femoral artery. Two ctag acs were successfully delivered and deployed. When a balloon was inflated inside the ctag acs, the proximal ctag ac slightly migrated distally. No intentional coverage of the branch vessels was observed and no additional device was required. Upon withdrawing the sheath, vascular dissection was found on the right common iliac and external iliac arteries. A bare-metal stent was additionally placed to cover the dissection. The patient tolerated the procedure. Reportedly, diameter of the right external iliac artery and common iliac artery was 6.1 to 6.5 mm and 13.7 mm, respectively.